Event description:
The user facility in (B)(6) reported the vitrectomy cutter would not cut at 5000 cpm upon initial activation; however, the cutter was aspirating and the vitreous was caught in the cutters port. The cutter would not work when the cut rate was reduced to 3000 cpm. The cutter worked when the cut rate was reduced to 1500 cpm. The cutter was replaced with another and the surgery was completed with no pt injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.